Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4)cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 52 cfu variable rods, enterobacter mori. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on (B)(6) 2018 yielded 1 cfu positive rods, bacillus simplex. The duodenoscope was inspected by pentax medical service on (B)(6) 2018. The inspection findings included the following: distal cap - fixed type passed epoxy seal integrity inspection; passed dry/wet leak tests; unit tested, all function pass. Since no repairs were required to be performed, the duodenoscope was shipped back to the customer on (B)(6) 2018.